Manufacturer narrative:
Strips not available for return.

Event description:
A report was received that the pt would undergo an explant due to the device location making the pt's symptoms worse and difficulty charging.

Event description:
Caller reported inform blood glucose results of 501 mg/dl and 234 mg/dl within 1-2 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.